Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing with device inhibition. An invasive procedure was performed to analyze the system. The physician noted body fluids in the header, cleaned and dried it out and reimplanted the device. Several hours later, the oversensing with device inhibition was exhibited again. A second invasive procedure was performed and body fluid was found in the header. The physician elected to explant the ipg. Another ipg was successfully implanted.